Manufacturer narrative:
(B)(4). D10: item# 211201201; lot# cx2785m01. Item# 814611380; lot# 67088223. H6: proposed component code - mechanical (g04) drill. Visual examination of the returned drill bit identified the drill shows signs of use; there is damage to the connecting feature and scratching on the shaft of the screw drill. The tip of the screw drill is fractured and not all pieces were returned. Measured the shaft diameter and connecting feature, both were conforming. The drill bit fracture is confirmed; however, the misalignment between the targeting guide and nail cannot be confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the tip of a drill bit fragment is partially visualized in the proximal femoral metaphysis. Review of the device history record(s) identified no deviations or anomalies during manufacturing for part 211201505. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the ar drill misfired, hitting the nail and causing the drill bit to break. When drilling for the ar screw, the blue ar sheath was flush against the jig but the drill bit was not going through the hole in the nail. As a result, it was hitting the nail and misfiring. The sleeve was then removed, triple blue sleeve replaced and attempted to drill again but drill bit stillhitting the nail and then broke off inside the patient. The tip of the ar drill was buried inside the greater troch and was unable to be removed. As a result, hardware retained. Attempts have been made and no further information has been provided.